Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he was receiving calibration errors. Blood glucose level at the time of the incident was over 400 mg/dl, which was treated with the insulin pump. The customer also reported that he received large differences between sensor and blood glucose levels. The customer was advised that the sensors would be replaced but did not return the products for analysis.